Event description:
It was reported that, "the pt had burning and pain starting around (B)(6) 2011 and was revised in (B)(6) 2011. She would like to know why her implants became loose and if any of her implants were subject to recall as her surgeon sent her an article about a knee recall. She is faxing her implant sheet for recall inquiry. She is having pain since the revision but it has not yet been attributed to the revised knee as of yet."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.